Event description:
Prior to implantation, the connector pin of the left ventricular (lv) lead was noted to be loose. The physician elected to implant a new lv lead and the patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of ¿the connector-tip of the lv-lead was shaky/loose¿ was not confirmed. Visual inspection of the lead did not find any anomalies.